Event description:
The physician successfully deployed a 3.0mm diameter x 15mm length endeavor rapid exchange (rx) drug-eluting stent at rca # 1-2 (ref MFR # 2953200-2010-02298). The target lesion exhibited moderate calcification and tortuosity. Two other endeavor rx stents were also implanted at the rca # 1-2 during the same procedure (ref MFR # 2953200-2010-01920, 2953200-2010-02299). Good stent apposition was confirmed post procedure. Approx 1 month post procedure, the pt presented with chest pain. The pt had two endeavor rx stents deployed at lad # 6-7 (ref MFR # 2953200-201-002300, 2953200-2010-02301). The target lesion exhibited moderate calcification and tortuosity. The stents covered the entire lesion and good stent apposition was confirmed post procedure. No vessel damage was noted. One week later, pt death occurred. The cause of death was unable to be confirmed.

Manufacturer narrative:
(B)(4): eval results: unstable angina pectoris, diabetes mellitus, hypertension, chronic maintenance hemodialysis. Death. Conclusions: pre-disposition to event - unstable angina pectoris, diabetes mellitus, hypertension, chronic maintenance hemodialysis.